Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. No alarm noted. The insulin pump had a scratched display window and case.

Event description:
It was reported that insulin squirted out during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.